Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not recognize the door was closed with tubing loaded. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did reproduced 'does not recognized door close with tubing loaded'. A review of the event history log revealed 'does not recognized door close with tubing loaded'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the failing case shims out of adjustment. The device requires case shimming to address this issue. Should additional relevant information become available, a supplemental report will be submitted.